Event description:
It was reported that during a device upgrade after placing a suture on the lead the thresholds increased, over sensing occurred, and lead impedance increased to greater than 3000ohms. The lead was capped and is no longer in use. It was also reported that the newly implanted lead dislodged during suturing the pocket. This lead was repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.